Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The generator passed all in-field functional testing during troubleshooting and is still in use at the customer site. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported temperature issue and subsequent procedure cancellation could not be conclusively determined.

Event description:
During a radiofrequency ablation procedure, the generator would not increase temperature and the procedure was cancelled. The probes would not increase above body temperature. The probes were replaced with no resolution and the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.